Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1367ml, indicating the home patient (hp) drained 1367ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error, as there was an inappropriate bypass of the drain, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A labeling review of the product labeling will be performed. Should additional relevant information become available, a supplemental report will be submitted.